Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. No low battery alarm during test noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 29.8 mmol/l. The customer was treated with syringe. Customer stated that she doesn't feel well. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new aaa alkaline battery. The customer stated the display return. The customer was advised to monitor pump and we will ship a replacement battery cap.